Event description:
It was reported that the device had experienced early battery depletion. It was also reported that the device will soon be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 6947-58 implantable defib lead, (B)(6) 2008. (B)(4).